Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, cracked keypad overlay at select button broken reservoir tube lip and minor scratched lcd window. Device passed the prime/seating test. No prime anomaly noted. Unable to perform the displacement test and occlusion test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had prime fill anomaly. The blood glucose was 24 mmol/l at the time of the incident. The high blood glucose was treated with pen. Customer received with alarms again after fill tubing done. The insulin pump will be returned for analysis.